Manufacturer narrative:
The device was in use for treatment. The lead was capped, and it will not be returned for analysis. Attempts to obtain additional info from the doctor as to any allegation against this atrial lead were unsuccessful. No subsequent device or clinical adverse events have been reported. The event will be reevaluated if additional info becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
The customer reported that this atrial lead was capped in 2006 due to atrial fibrillation. No subsequent device or clinical adverse events have been reported. The lead was implanted for approximately 4 years, 10 months.